Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000650 and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed that removing air was not easily accomplished. The physician noted that removing the air was not easily accomplished. Timing was during pre-insertion preparation. The issue was resolved by replacing the sheath to another one. The procedure was completed without patient consequence. Additional information was received. No air was being introduced into the patient. The physician attempted to vent the air from the sheath, but it did not work well, so the sheath was replaced with another new one. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. No needle was involved in the alleged event.